Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 588 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with removing the reservoir and rewinding the insulin pump. The customer's insulin pump works as designed. The customer stated that they will call back the help line if they find any issues. No further information was provided.